Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the trailing haptic folded wrong, wrong loaded in shooter, feet first. Hence the lens was taken from the injector and put in another shooter and was implanted. Additional information has been received that lens positioned incorrectly in the cartridge. There was no patient impairment.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).